Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion, the patient experienced urinary retention, interstitial cystitis, pelvic discomfort/pain, abdominal pain, dyspareunia, hematoma in stomach, adhesions, mesh grew into tissue and vaginal scarring. It was reported that patient underwent mesh revision in (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with incidental right salpingectomy and tah; due to severe dysmenorrheal and pelvic pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
.